Event description:
--

Manufacturer narrative:
At this time, this lead is undergoing detailed analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the distal end of the distal spring electrode. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Although under normal circumstances separation of the gore covering will not impact the reliability of the lead, to reduce the occurrence of such damage use of a trans-valvular insertion (tvi) tool is recommended when using a hemostatic tear-away introducer.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead, an out of range pacing impedance measurement was exhibited. This lead was explanted and returned to boston scientific for analysis. No adverse patient effects were reported.